Manufacturer narrative:
Based on the event description, it was initially assumed that the handle of the broach handle was broken. However, the affected instrument was received back and it was confirmed that there was no issue with the handle itself, but the locking mechanism. The locking mechanism on the tip of the product should be able to open and close dependent on the position of the handle in order to attach a broach to it. Yet it does not move in either position. The locking mechanism is not centered within the broach handle, but tilted to one side, hence it is assumed that it is damaged. What exactly is damaged cannot be determined without disassembling/ damaging the instrument further. It is known that the issue occurred during use/ intraoperatively. However, this had no health effect on the patient, as another broach handle was used instead. Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the broach handle. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "attachment does not fit instrument/implant" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn" and "it is suspected that the spring is broken" note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since another broach handle was available. After receiving the instrument in question, it was confirmed that the locking mechanism is damaged.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn" and "it is suspected that the spring is broken" note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient. It is not known how exactly the surgery was finished (e.g., if a second handle was available or if it was finished with the affected product).

Manufacturer narrative:
According to the incident description, a broach handle broke during use. Further information received suggest that the spring is broken with which the lever part is locked in place. The product in question was not subjected to an optical examination. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the issue occurred during use/ intraoperatively. However, this had no health effect on the patient. It is not known how exactly the surgery was finished (e.g., if a second handle was used instead or the surgery was finished with the affected product). Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the broach handle. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.